Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no motor error alarm on the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised the insulin pump had several motor error alarms during bolus delivery. Customer advised they dropped the insulin pump in the past. Customer performed the self-test and displacement test successfully. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.